Manufacturer narrative:
The customer reported that the device failed to discharge via internal paddles. No adverse patient impact was reported. The philips representative localized the issue with the customer to a failed paddle set. (B)(4).

Event description:
The customer reported that the device failed to discharge via internal paddles. No adverse patient impact was reported.